Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a health care provider (hcp). It was reported that when the lead was place through the lead holder, the lead became bent. It was also stated that the device failed, broke, and the hcp could not get it to work. Please see attached user facility medwatch.

Manufacturer narrative:
Concomitant medical products: product ID: mi-2000, product type: accessory. Product ID : neu_ins_stimulator, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that they felt like there was something in the middle of the nexframe tool that caused the lead to get bent when being inserted. The hcp ran a metal cannula down the tube to clear it. Since the lead was bent, a new lead was used. The issue was resolved with the new lead.